Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic. An interrogation revealed that the patient's pacemaker was in backup vvi mode. The cause was found to be event queue overflow. Device was reprogrammed. Patient had no consequences as a result of the event.